Event description:
See initial report.

Manufacturer narrative:
The affected part has been investigated at the manufacturer site. The deviation could be reproduced during the investigation. The root cause has been identified as fluid ingress.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device worked according the specification. As the reported issue was reported to be intermittent, the technician replaced the erc clamp. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp displayed an error message and worked intermittently during setup. There was no patient involvement.